Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "high temperature" codes were found in the ventilator's downloaded error log. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. The device's active exhalation control module and lcd screen were replaced due to physical damage. The ventilator had damage consistent with being dropped.